Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. The patient was placed on eliquis and aspirin following the procedure. Fifty five (55) days post procedure at the 45 day follow up appointment, a thrombus was noted on the face of the closure device via transesophageal echocardiography (tee). The patient was then placed on perdaxa, and claimed to be compliant to their drug regimen throughout. At additional follow up one hundred eleven (111) days post procedure, the thrombus was still present on the closure device. The oral anticoagulant medication was adjusted.